Event description:
It was reported that the patient presented in clinic for follow-up. The right ventricular lead exhibited loss of capture. The lead could not be repositioned as the helix would not extend or retract due to tissue in-growth. The lead was explanted and replaced. The patient¿s condition was good prior and post procedure.

Event description:
New information received noted that chest x-ray revealed micro dislodgement of the right ventricular lead that had resulted in the previously reported loss of capture.